Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead caused the patient to experience muscle stimulation. The lv lead was replaced to prevent stimulation. The lv lead was surgically abandoned. No additional adverse patient effects were reported.